Event description:
A malfunction occurred on the customer's pump, indicated by a malfunction code. Despite the issue, there was no adverse impact on the customer's blood glucose level, and it did not exceed 500 mg/dl. The customer was instructed to use mdi as backup therapy and was informed that a replacement pump with updated software would be sent to them. They received instructions on using storage mode for returning the defective pump, and the pump was shipped promptly without requiring a delivery signature.